Manufacturer narrative:
Product ID 8709 lot# serial# (B)(4), implanted: 2006 (B)(6), explanted: 2013 (B)(6); product type catheter pro duct ID 8709 lot# serial# (B)(4), implanted: 2004 (B)(6), explanted: 2013 (B)(6); product type catheter product ID 8575 lot# j0455513r, implanted: 2004 (B)(6), explanted: 2013 (B)(6); product type accessory product ID neu_unknown_cath lot# unknown; product type catheter. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
It was reported that during a pump replacement it was noted, the catheter had no flow to it and was subsequently replaced. The patient had experienced pain. At the time of this report the patient¿s status was reportedly ¿alive ¿ no injury/no adverse event¿. The device system was used to deliver fentanyl.

Manufacturer narrative:
The returned catheter was received in two segments. Segment 1 was made up of three separate models including the 8575 pump connect, a proximal portion from an unknown model number from a 2 piece catheter and the distal portion consisted of a model 8709. Segment 2 consisted solely of the model 8709. Analysis of the 8709 catheter (serial number (B)(4)) found no significant anomaly. The catheter body was found to have dried drug or blood occlusion. There were a couple of darkened areas of segment 2, the 8709 portion. These areas were possibly occlusion of dried drug or blood. No material occluding the dispensing holes of the catheter was noted. Initially there was an occlusion noticed only in segment 2 but the occlusion was broken loose. No holes in the segment were found along with any areas that had been compressed or otherwise deformed in shape. It was noted the fluid that had remained in the catheter following explant sat in the catheter for 6 weeks prior to analysis. Because of that, it was noted it could not be said with certainty how and when the occlusion in segment 2 occurred. The occlusion seen was not related to the manufacture of the catheter. Analysis of the 8575 connector (lot # j0455513r) found no anomaly. Analysis of the pump found no anomaly. Analysis of the unknown model number from a 2 piece catheter found no significant anomaly. The catheter body was found to be incorrectly assembled or sutured, it did not affect infusion. It appeared this proximal portion was used to revise the prior 8709 catheter that was implanted. However, this proximal portion was attached to an 8575 connector which is designed for use with model 8709 catheters. Even though this was an incorrect assembly of the catheter, it was found to be patent and no leaks were seen. A suture was also applied directly to the proximal side strain relief shroud and this did not appear to cause any issues. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.